Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tubing sets for infiltration pump. The customer states that after connecting the ttub-4 to the angio dynamics pump, the tumescent solution failed to flow through the actual tubing. The customer reported that the pump appeared to be collapsing the tubing, which caused the lack of flow. No patient involvement or medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway upon completion the results will be forwarded.